Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a stricture due to colorectal cancer. The lesion was located in the colon and was approximately 3cm in length. The patient anatomy was not noted to be tortuous. During the procedure, when an attempt was made to deploy the stent, significant resistance was encountered and the stent failed to deploy at all from the delivery system. The stent system was advanced in the patient anatomy and a second attempt was made to deploy the stent. However, again, the stent failed to deploy and the handle detached from the outer sheath. The stent system was removed from the patient and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Based on the device analysis, which indicates that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) catheter delamination. A visual examination of the returned device found that the stent was fully mounted. The outer sheath was kinked just proximal to the mounted stent. The distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 95mm from the handle break. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.